Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer reverted to an alternate method in insulin therapy. There was no reported adverse effect to the customer's blood glucose level.